Event description:
A dialysis facility reported that a pt c/o dizziness, shortness of breath, blurred vision and was hypotensive. He was given 2100-2300 ml. Of fluid. He was weighed and was found to be below his estimated dry wt. Treatment was completed on another machine. He was stable upon discharge with a bp of 120/78. Based on the reported weights, saline given and goal set, there appears to be an excessive fluid removal of approximately 1.5 kg.